Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient is having buttons issues. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the button issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: investigators were unable to duplicate complaint about keypad. The keypad is intact with no evidence of peeling or damage and all keys are responsive. Evaluation revealed that there was no evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional information was received and the reporter stated that there was thinning of the keypad. Also, the down, up and ok buttons were under responsive. The pump is being returned and replaced.